Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturing representative with an implantable neurostimulator (ins) for unknown indications for use. It was reported that when the patient passed through a security scanner at the airport they experienced an uncomfortable sensation. It was noted as a possible increase in stimulation. It was described as a tingling sensation. The stimulation was fine 15 minutes after it happened. The issue was resolved at the time of the report. No further complications were reported or anticipated.